Manufacturer narrative:
(B)(4). Date sent: 1/19/2022. Additional information was requested and the following was obtained: harhd36 won't be returned. Device was discarded by customer. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the active titanium blade break off? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that when the surgeon used a harhd36 during the lh surgery the gen 11 alert and show the message replace the instrument. They tried to reconnect the instrument and gen11, however, it still couldn't work . The harhd36 system event log show "run broken blade."